Event description:
It was reported that, "stem trial and trial stem adapter came loose from trial femur while being removed from the patient, leaving both pieces in the femoral canal." There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.